Event description:
It was reported that the patient was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber pacemaker was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. Subsequently, the rv lead was surgically abandoned and replaced. Further information was received that during a generator changeout procedure due to therapy upgrade, this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber pacemaker was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. Subsequently, the rv lead was surgically abandoned and replaced. Further information was received that during a generator changeout procedure due to therapy upgrade, this lead was explanted and replaced. The physician noted 3 to 4 fractures on this lead. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention taken.

Event description:
It was reported that this patient with this dual chamber pacemaker was experiencing dizziness while both being active as well as sitting down. The patient notified their following clinic. The health care provider (hcp) reached out to technical services for troubleshooting and programming recommendations. The hcp noted that during the last office interrogation approximately one month ago the patient became symptomatic during right ventricular (rv) lead testing. Technical services reviewed the egms with the hcp and recommended the patient be brought into the clinic for further evaluation. Upon review of the egms it appears the rv lead is exhibiting intermittent pacing inhibition. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.